Event description:
This lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2018. In a product experience report receive on (B)(6) 2018. It was reported that this lead was part of system extraction due to infection/eroson. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).